Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as high battery impedance led to elective replacement indicator (eri). Battery depletion was indicated as eri due to high battery impedance was logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.

Event description:
(B)(4).

Event description:
It was reported that there was possible premature battery depletion due to high battery impedance. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.